Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to oversensing of noise on the atrial, ventricular and shock channels. Technical services (ts) reviewed the stored episode and discussed that the noise appeared to be consistent with an external source. Ts discussed finding out what the patient was doing at the time of the episode to avoid any future inappropriate therapy delivery. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.